Manufacturer narrative:
Batch review performed on 18 december 2020: lot 1910426: 115 items manufactured and released on 17-jun-2020. Expiration date: 2025-08-03. No anomalies found related to the problem. To date, 77 items of the same lot have been already sold without any similar reported event.

Event description:
Two months after primary surgery, the patient came in reporting pain due to a loose femoral stem. The surgeon revised the stem and head with competitor products, and revised the liner with a medacta liner. The surgery was completed successfully.